Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of an unspecified vessel using a prostyle device after an endovascular thrombectomy procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatments appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information was received. This was reported as a closure of the right common femoral artery using a prostyle device via a 6f sheath after an endovascular thrombectomy procedure. Hemostasis was achieved with the use of a ne prostyle device. No additional information was provided.